Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during pneumonectomy procedure, the surgeon burned his thumb when using the hand piece.